Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. The blood glucose reading was 409mg/dl. It was stated that the customer received a no delivery alarm. Troubleshooting was declined and the caller requested a replacement of the insulin pump. The mother stated that she is concern because the piston of the insulin pump does not seat properly against the reservoir. No further info was provided.